Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that: a (B)(6), female patient underwent a kyphoplasty procedure at level t11. While using a mallet, the physician moved the trocar to mid pedicle and checked all imaging. Everything with the procedure was perfect as far as needle placement and imaging. The nurse noticed that the patient's blood pressure was dropping as well as oxygen. As the nurse went to put oxygen on the patient, the patient's heart rate dropped into the 30s. The procedure was immediately aborted. The patient had consented to dnr. No implants of cement or any other device were left in the patient as the doctor aborted as soon as the heart rate dropped. The patient expired. The hospital noted "most likely cause of death to be a vasovagal response, hypotension and asystole". An autopsy was not performed. The physician does not believe that the death is related to a medtronic device. No further information was reported.